Manufacturer narrative:
Follow-up 7/3/2016: customer later reported that their bg levels were at their target level. Customer was also able to prime out air bubbles and had no further issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 449 (mg/dl). A correction bolus was delivered to address bg levels. During system check with tandem technical support, small bubbles were noted in the line after the luer lock. Customer was advised on how to prime air bubbles; however, customer declined to do so at the time. The customer loaded a new cartridge, inserted the infusion site and resumed insulin.